Event description:
It was reported that during attempted implant of the ventricular lead there were fixation difficulties. Therefore, the ventricular lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned in segments and analysis found that the distal conductor was distorted. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.